Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead suffered a fracture that was confirmed via x ray. The patient mentioned that she did not want the same system to be implanted again once the lead was extracted. The lead was finally extracted and replaced. There were no allegations against the device. No additional adverse patient effects were reported.